Event description:
It was reported by service report that the customer alleged that the stretcher could not raised up. Stryker technician could not duplicate the event; the unit met and performed to specs. No pt involvement or adverse consequences are reported.